Event description:
It was reported that a user applied a dexcom g7 continuous glucose monitor (cgm) sensor that was not paired with the ilet and believed it would connect automatically; the user received guidance to complete the correct pairing process, and pairing was initiated successfully. No adverse clinical symptoms reported. Outcomes included no impact to health or need for medical care. User support included customer education and troubleshooting to verify sensor type and to initiate pairing with the correct code. Investigation of this case revealed user error related to pairing expectations and use of an incorrect or unentered pairing code for the g7, with device function restored after proper pairing steps. It was concluded, based on previously established findings for similar reports, that the cause was user understanding and use error.